Event description:
It was reported the patient's device was replaced to avoid in-vivo battery depletion. The pump connector was also replaced as it appeared to be torn or cut. The type of medication, concentration , and daily dose being administered via the pump were not reported. The patient recovered without sequela.

Manufacturer narrative:
The pump and pump connector have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.